Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Updated information: revised for alval.

Event description:
Asr revision to take place on (B)(6) 2011. Reason(s) for revision: unk.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 19407. Reason for original complaint ¿ asr revision to take place on (B)(6) 2011 asr hip resurfacing (right) reason(s) for revision: unknown update 30 april 2012: reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.